Event description:
Complainant alleged that during incoming inspection of the device, the unit displayed a "defib disabled" message. The complainant indicated that there was no pt involvement in the reported malfunction.